Event description:
A clinical director reported while field service engineer (fse) was on site for servicing for other equipment, he proactively performed check out the laser prior to software upgrade. Reporter indicated fse noted the unintended gantry movement when he keyed off the system. Reporter relayed there was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).